Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
It was reported the patient underwent a non-related surgical procedure on (B)(6) 2021 wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. Later, the patient was admitted to the hospital due to loss of therapy. In turn, a manufacturer representative interrogated the ipg and restored effective therapy. Reportedly, the issue has resolved.